Event description:
The rn states pt was in the hospital for a non-cycler condition. States pt was admitted for a low hemoglobin. Rn states the pt does not went to use this cycler again because pt did a stat drain and then there a very large uf total.

Manufacturer narrative:
The hemodialysis machine was received in good cosmetic condition and exterior showed no signs of any physical damage to the MFR for physical eval and failure analysis. Evidence of fluid leak observed on the silicone membrane of the pump body assembly and failed scale verification. The simulated treatment was performed and completed without any problems occurring. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the pt complained shortness of breath and lightheadedness. She was hypotensive with a blood pressure of 60/40 and was transferred to an emergency room (ER). The pt reported that she has been having problems with her dialysis machine. She stated that she does not believe that the machine is removing as much fluid as it should. She reported that she has had episodes of hypotension in the past. She denied fever, chills, cough, dysuria or abdominal pain. In the ER, she remained normotensive without intervention. On (B)(6) 2013, the pt experienced a large ultrafiltration total of 3626 mls which was greater than 180% of her expected drain resulting in iipv.